Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Subsequently, a revision procedure was completed and a new device implanted. No adverse patient effects were reported. The device has been returned, and analysis is pending. Once analysis is complete, a updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Subsequently, a revision procedure was completed and a new device implanted. No adverse patient effects were reported.